Event description:
Additional information was received that the guidewire used during the procedure was not a medtronic guidewire.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID {evfxplus-29}; product lot/serial number (B)(6)}; product type: {0195-heartvalves}; implant date: {(B)(6) 2026; explant date: {n/a} select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the attempted implant of a transcatheter aortic valve via a left subclavian artery approach, it was observed that the average diameter of the access vessel was 6 millimeter (mm), and as low as 5 mm at certain segments. It was noted that resistance was encountered when inserting the stiff wire, and strong resistance was felt at the narrow segment of the vessel when inserting the non-medtronic sheath. Resistance during insertion of the in-line sheath was minimal, and the valve was implanted successfully. Following the implant, it was observed via angiography that dissections were noted at the narrow segment of the vessel and at the puncture site. Subsequently, two non-medtronic stents of 6 centimeters (cm)/8 mm and 6 cm/7mm were placed at the respective dissection sites.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the timing of the dissection was unknown; however, it was assumed that the dissection occurred wither when the guidewire or the delivery catheter system (dcs) was inserted. Per the physician, the cause of the dissection was either the guidewire, non-medtronic sheath, or dcs, and it is highly likely the dcs is one of the contributing factors. The patient's tortuous and narrow anatomy was noted as a contributing factor to the dissection.